Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a cryo ablation procedure, the mapping catheter base was bent upon removal from the packaging. No excessive force was applied, and the device was still able to be used; however, it was surmised that the bend might affect the display of potentials. The mapping catheter was subsequently replaced. There was no patient involvement.

Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 228964786 was returned and analyzed. Visual inspection of the shaft segment area showed that the shaft was kinked approximately 1.7 inches from the lemo connector. The mapping catheter was connected to the test cable. The continuity and impedance measurement between the electrodes and the other side of the cable showed the electrode's continuity and impedance to the cable are normal. In conclusion, the reported shaft kink issue was confirmed through testing, although it cannot be confirmed if the issue was out of package. The mapping catheter failed the return product inspection due to the shaft was kinked approximately 1.7 inches from the lemo connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.